Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle had attachment issues. The following information was provided by the initial reporter : the user reported that the needle will not stay attached to the pen while trying to remove the covers and stated turning the needle to tighten onto the pen then trying to turn the covers to remove from the needle. Date of event : unknown. Samples : discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for inability to attach as intended on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.